Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was received from the customer. The investigation of the device underway. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported that the automated impella controller was unable to recognize the purge disc despite attempting multiple purge tubings. A different controller was used to support the patient. No patient harm was reported.

Manufacturer narrative:
H6 code c20 was reported incorrectly on the initial report and code c21 should of been reported. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.